Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed a running test for 4 days, but was unable to reproduce the reported failure. As part of a preventive maintenance, the front end board and balloon transducer was replaced. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) has an occurrence of front end board failure #: (B)(4), unit was replaced with another one. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has an occurrence of front end board failure #119.